Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir may has leaked, but the customer was not sure. It was stated that the reservoir compartment was wet and the customer does not know how it happened. No further information was provided.